Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise nozzle set on cell 1 of the au5800 analyzer to resolve the issue. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported non-reproducible sodium results were generated on the laboratory¿s au5800 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event.